Event description:
The account alleges that the siderail will not function due to broken welds caused by the siderail being forcibly removed, resulting in an inability of the siderail to latch.

Manufacturer narrative:
The technician replaced the siderail, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.